Event description:
In 2007, the patient reported that the display of his infusion device was blank. He stated that he changed the power pack 3 times and the display remained blank with the numbers fading in and out. The patient was using power packs not affected by the recall. He stated that the infusion device had not been dropped or exposed to water. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.